Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation found the device was returned partially deployed. The plunger with anterior needle tip, cuffs and link were not returned. The complete suture with posterior needle tip was returned undamaged. The posterior needle tip was examined and there were no witness marks or damage detected to indicate cuff capture, needle detachment or striking the foot had occurred. Both ends of the foot were examined and there were no needle strike marks detected, this finding indicates the needle was deflected away from the foot. Based on the returned partially deployed device a posterior cuff miss occurred and is confirmed. During testing a proxy plunger was inserted and the needle trajectory was acceptable. The needle trajectory of each device is inspected during manufacturing. A cuff-miss can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot, against the arterial wall. A review of the finished product lot history record did not reveal any nonconforming material record for this lot that could have contributed to this event. Based on the analysis of the returned device, inspection criteria and reported information the cuff miss experienced during the procedure appears to be related to the operational context during use. There does not appear to be any indications of a product quality problem. However, as mentioned above, needle to cuff miss may be related to numerous factors and is not necessarily an indication of a product quality deficiency.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.